Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The returned guide wire was found fractured at approximately 20mm distal to the middle solder set at 45mm from the wire tip. Coils were tightened and undulated due to accumulated torsion for approximately 4mm from the fracture end. Microscopic observation of the fracture end showed that the core wire and the coil wire were fractured at the same location and both wires had a relatively flat fracture surface, suggesting that fracture was attributed to accumulated torsion. Measuring the length of the returned guide wire, it was concluded that fracture occurred adjacent to the distal solder set at 25mm from the wire tip. The lot number of the subject guide wire was reportedly either 180409a14a or 180327a49a. Lot history review of each lot revealed no anomaly relating to the reported event. No other similar product experience report was received for either lot. In case the lot is 180409a14a: expiration date (dd-mm-yyyy) 31-03-2021. (B)(4). Device manufacture date (dd-mm-yyyy) 17-04-2018. In case the lot is 180327a49a: expiration date (dd-mmm-yyyy) 02-28-2021. Unique identifier (UDI) # (B)(4). Device manufacture date (dd-mm-yyyy) 05-04-2018. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped between the deployed stent and the vessel wall; the accumulated torsion w lead the wire tip to become wrenched off. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire became separated and remained in the patient anatomy during a pci to treat a moderately calcified 90-99% stenosis in the lmt though lad #6. After a 0.014 inch asahi guide wire was delivered to the main stream, the subject guide wire was advanced to the lcx for protection. After stent deployment, a second 0.014 inch non-asahi guide wire was delivered to the lcx through stent struts and the subject guide wire was removed. The separated tip of the subject guide wire was found remaining in the #14. A snare was delivered in attempts to retrieve the wire fragment, however, failed. The physician determined to leave it in situ. Another guide wire was used to resume the procedure. The pci was successfully completed with reestablished blood flow by stenting. The physician commented that coils of the subject guide wire looked like stretched during removal. Leaving the wire fragment in situ was determined to have no impact because the affected vessel supplied to a limited region. The patient was without problem after the pci.